Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The customer was treated with bolus on the insulin pump for high blood glucose and carbohydrate for low blood glucose. The customer declined troubleshooting. The insulin pump will not be returned for analysis.